Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of lost sensor alarm, weak signal alarm and bayer transfer from the insulin pump. The customer's blood glucose reading was 221 mg/dl. The customer stated that the meter reading broke and when he put in the strip, it says it's in backwards. The customer started with a new sensor and received lost sensor alarm. The customer also stated that he was hospitalized due to diabetic ketoacidosis. The customer was advised to monitor the pump.